Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Pictures were provided and reviewd. Mild haze was apparent in posterior surface of intraocular lens (iol) or posterior capsule (pc). Multiple light scattering artifacts/maybe microvacuoles of different diameter that appeared to be located in iol body. May be compatible with posterior capsule opacification (pco) and glistenings. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. No final determination can be made without the evaluation of a physical sample.

Event description:
Additional information was received from the reporter who clarified that the patient's primary issue was light scattering. The patient was going to be referred to a second facility for a retinal examination in order to identify potential preexisting pathologies. The surgeon was considering replacing the iol with a monofocal lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported glistenings after bilateral cataract surgery with intraocular lens (iol) implant. Patient experienced light issues, especially by back light, even small metal objects blinded her. The surgeon found glistenings in the iol. Per the reporter, this could be the cause of the issue. Glare was also reported. Additional information has been requested but not received to date. This is one of two reports being filed for the same patient. This reports is for the patient's left eye.